Event description:
It was reported that during surgery, the head did not fit the stem. The devices were not fitted even these were pushed by hands or hit by the hammer. An s+n backup device used to complete the procedure.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. The device was manufactured in 2019. The medical investigation concluded that the chart sticks provided confirmed the product/ and or size used in the procedure. However, the information provided is insufficient to confirm the root cause of the stated failure. Based on the dimensional evaluation, the device was within specification, additionally, an s+n backup device used to complete the procedure. Therefore, based on the information provided, no further impact to the patient is anticipated. No further clinical/medical assessment is warranted at this time. Should additional medical information be provided, this complaint will be re-assessed. The dimensional evaluation could not confirm the stated failure mode. The device was found to be within specification. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include an improper surgical technique or procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.